Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge did not fit onto the pump. In addition, it was reported that an o-ring was observed on the pneumatic tap, air bubbles were observed in the tubing, and an occlusion alarm occurred. The customer changed cartridge to address the issue. There was no reported impact to customer's blood glucose level.